Event description:
It was reported that the cuff leaks. Air leaks from the cuff when used on a patient.

Manufacturer narrative:
Other text: b3: month and year of event have been provided, day is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other, other text: h3 and h6 - evaluation codes: updated d3, g1, and g2 email is: (B)(6) device evaluation: one device was returned for investigation. Under visual inspection the sample appeared to be in good condition. The inflation test was performed on the received sample. It was confirmed that after 12 hours the cuff was still fully inflated. Based on results of testing the reported failure was not observed. Complaint was not confirmed. No trend of similar customer complaints was identified. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products. No actions taken.

Manufacturer narrative:
**UDI related data quality updates only**